Event description:
The user of the device claims the shower bench gave way and he fell. He fractured his tibia and fibula.

Manufacturer narrative:
Return of the device has been requested, but the device has not yet arrived for eval.